Event description:
During a fistulagram and fluoro-ing over the patient's left forearm, the fluoro stuck on. The doctor tapped the foot pedal, but the fluoro did not stop. A technician hit the emergency stop to cut power, while another technician manually pulled the foot pedal up. It took approximately 30 seconds to terminate the fluoro. The equipment was rebooted and the foot pedal was manually examined. After the reboot was completed, the room came up normally, and the procedure was completed without further incident. Philips medical systems serviced and reported the incident. The room was closed until it could be examined by philips. The patient received an estimated 30 seconds in excess of fluoroscopy caused by the stuck foot pedal. No adverse outcome to patient or team. Follow up: the philips representative replaced the footswitch (wear-out/breakage/mechanical failure). The system was placed back in use.